Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Event description:
The customer observed a (B)(6) b-hcg result for one patient on the architect i2000sr analyzer. The following data was provided: initial 738 miu/ml, repeated (B)(6) (no result provided) and confirmed (B)(6) on another method (rapid test strip). There was no impact to patient management reported.